Event description:
It was reported that reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to device performance issues. During procedure, two holes were observed in the bottom portion of the pressure regulating balloon. Therefore, the balloon was replaced. There were no patient complications in relation to this event.